Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct and update sections based on the results of investigation. Reported event: during partial knee replacement surgery, the tip of a 3.2x80mm bone pin broke off and embedded in patient as surgeon attempted drill the pin into the patient's tibia. The surgeon attempted to retrieve the bone pin fragment from the patients tibia. Attempting to retrieve the broken piece added a few minutes to the case time. The broken tip was buried inside the bone and left there. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 08/14/2014 and accepted into final stock on 08/14/2014 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n (B)(4), lot number w35540 shows no complaints related to the failure in this investigation. Tracking of complaints related to the (B)(4) part number will be tracked through quarterly trend request (B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, (B)(4) revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.